Event description:
It was reported that the patient, implanted on (B)(6) 1998, heard a loud banging sound on (B)(6) 2013. Since that time he cannot use his ci because it was too loud and painful. Testing in situ and the use of the audio processor on the same day lead to very unpleasant sensations. All external parts were checked and found to be functional.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.